Manufacturer narrative:
A review of the probe manufacturing records indicate that the probe met all specifications. The probe was returned for investigation. The investigation concludes that the ceramic portion of the probe tip - between the metal trocar and the metal shaft - was broken. This supports the conclusion that lateral forces were applied to the ceramic portion of the probe tip. It is suspected that these lateral forces resulted in sufficient force to cause the ceramic to break. Additionally, the break pattern on the suspect probe is consistent with lateral force applied to the ceramic.

Event description:
During an ablation procedure, the physician attempted to place a certus pr15 probe through cartilage. When the physician attempted to reposition/move the probe, the probe tip broke off and remained in the patient. The physician then used an drill to create an opening in the cartilage and completed the procedure with a new ablation probe without further complication.